Event description:
Customer's mother went to check on her daughter at midnight in 2007 and found her having a seizure and unconscious. She did bg test and received a reading of 4.5 mmol/l. She felt this wasn't correct and gave the child some juice and then called the paramedics. The paramedics did a bg test with their meter and received a reading of 1.3 mmol/l. They transported the child to the hospital where she was given an IV (unknown type), monitored for the night and released in the morning. The evening of the event, the mother did a bg test and gave the child her "usual" insulin (4 units of nph and 4 units of regular) based upon what appeared to be a "normal" reading.

Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation.